Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2015-05148, reference MFR. Report#: 1627487-2015-05149, reference MFR. Report#: 1627487-2016-03336. Follow-up revealed the patient under went surgical intervention on (B)(6) 2016. During the procedure, the patient's left lead was found to not be completely secured at the anchor site. In turn, the left lead was repositioned and the anchor was left as is. Surgical intervention resolved the patient's issue. Both of the patient's anchors are being reported because it is unknown which anchor is associated with the patient's left lead.